Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using four (4) bd vacutainer® ultratouch¿ push button blood collection set, blood leaked into the vacutainer. No patient or user impact reported.

Event description:
It was reported that while using four (4) bd vacutainer® ultratouch¿ push button blood collection set, blood leaked into the vacutainer. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 16-apr-2025 investigation summary bd received one returned sample for investigation. Upon investigation, it was noticed that the locking mechanism had been activated, and the non-patient cannula attachment was missing from the sample. Therefore, the sample could not be tested, and no leakage was observed. For further testing, ten retained samples were used, with each drawing six tubes and the reported issue was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.